Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (narrow and calcified aortic bifurcation). Conclusion: device failure/lack of effectiveness related to patient condition (narrow and calcified aortic bifurcation).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 43 mm diameter abdominal aortic aneurysm and a fusiform left common iliac artery aneurysm approximately six weeks ago. The proximal aortic neck was 18.5 mm in diameter. The left internal iliac artery was coiled prior to stent graft implant. It was reported that there was not enough landing space proximal of the left common iliac artery; therefore, the bifurcated stent graft was implanted just below the renal arteries and the limbs were extended to the external iliac arteries. Five days after the procedure, the patient presented with right leg pain. The stent graft was found to have occluded due to thrombus from the flow divider to the right common iliac artery. The physician performed a thrombectomy and implanted a stent. At the time of secondary intervention the physician was concerned that the stent might not expand correctly since the aortic bifurcation was narrow and measured 17mm and it was calcified. At the end of the procedure the physician felt that the blood pressure in both legs was sufficient and finished the procedure. No additional clinical sequelae were reported and the patient is fine.